Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a discrepant patient result was obtained. First run was positive for salmonella. Second run was positive for salmonella and yersinia. Third and fourth runs gave errors in full fill check. Fifth run was positive for salmonella. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.